Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The bed just drops or has to be pushed down on the head section to have it go down.